Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that when the infusion set and the reservoir were changed, the reservoir leaked and the device was exposed to insulin. The customer also reported that the insulin pump had an error alarm. No further info was provided.